Manufacturer narrative:
Batch review performed on 15 march 2017. Lot 110064: (B)(4) items manufactured and released on 08 april 2011. Expiration date 2016-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 15 march 2017 we got the confirmation that no pathogen is available for this case. Device not available.

Event description:
The patient came in due to signs of infection. The surgeon swapped the poly. The surgery was completed successfully. X-rays and explants are not available.